Event description:
In 2007, it was observed by my co-workers that my eyes were severely red and there was a greenish discharge in the corners of my eyes. Five days later, I went to my doctor and was diagnosed with pink eye and informed to stay off of work, discontinue wearing my contact lenses and apply prescribed eye drops -gentamycin- every 4 hours. I returned to work six days later wearing my contact lenses. By the end of the week, my eyes were worse than previously. It did not wear my contact lenses over the weekend to give my eyes a rest. I continued to wear my contacts until eleven days later, when I went to urgent care. I was told that the infection had not gone away and was told it was bacterial infection and prescribed neomycin/poly/hc. I was to stay off of work another five days, not wear my contacts and apply the drops every four hours. I was to follow up with my family doctor. I saw the family doctor two days later and was told to start with a new pair of disposable contacts, a new contact lens case and new solution. I had just purchased the amo complete moisture plus the beginning, so I did not purchase any more. I bought a new contact lens case and sterilized the one I had. I was out of sick time at work, so I made an appointment for prescription glasses as to avoid further problems an time off work. The following month, I had my eye exam by an optometrist and he said he could see white blotches on my eyes, which were the remains of the eye infection. He prescribed yet another type of eye drops. I had just moved into my own place and was able to locate and unpack a pair of prescription sunglasses which I wore to drive and work. I work nights, which made it difficult to see to drive home after work. I wore these sunglasses until twenty days later at which time, I was able to pick up my new prescription glasses. Up until now, I didn't even need bi-foculs and now I am having to wear tri-foculs! I would appreciate being reimbursed for my prescription glasses, doctor's visits, prescriptions and time off of work due to this product. Dates of use: eight days in 2007. Diagnosis: cleaning and storage for soft contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.